Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient experienced an excruciating pain during the trial. The leads were pulled an hour after the trial because of the pain and patient was hospitalized.

Manufacturer narrative:
Additional information was received that the patient was admitted in the hospital for three weeks after the trial procedure and was released. The post-trial pain was likely an aggravated or irritated nerve from the procedure. Upon follow-up, the patient was still in pain. According to the physician there was probably nerve damage and it will take 6-8 weeks for the pain to subside.

Event description:
A report was received that the patient experienced an excruciating pain during the trial. The leads were pulled an hour after the trial because of the pain and patient was hospitalized.